Event description:
It was reported that this pacemaker was attempted implant due to failure to capture with both right atrial (ra) lead and right ventricular (rv) lead. The threshold values were around 1.8v. The impedance values were within the normal range. Subsequently a new pacemaker was implanted and upon testing all measurements were normal. No additional patient adverse effects were reported. This device will be sent back for analysis.

Event description:
It was reported that this pacemaker was attempted implant due to failure to capture with both right atrial (ra) lead and right ventricular (rv) lead. The threshold values were around 1.8v. The impedance values were within the normal range. Subsequently a new pacemaker was implanted and upon testing all measurements were normal. No additional patient adverse effects were reported. This device will be sent back for analysis.

Manufacturer narrative:
This report contains correction in section h6 impact codes. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker was attempted implant due to failure to capture with both right atrial (ra) lead and right ventricular (rv) lead. The threshold values were around 1.8v. The impedance values were within the normal range. Subsequently a new pacemaker was implanted and upon testing all measurements were normal. No additional patient adverse effects were reported. This device will be sent back for analysis.

Event description:
It was reported that this pacemaker was attempted implant due to failure to capture with both right atrial (ra) lead and right ventricular (rv) lead. The threshold values were around 1.8v. The impedance values were within the normal range. Subsequently a new pacemaker was implanted and upon testing all measurements were normal. No additional patient adverse effects were reported.

Manufacturer narrative:
This report contains additional information in section h6 evaluation conclusion codes and h11 additional MFR narrative. This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination identified no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Functional testing was undertaken, and the device did not perform as expected. The device case was removed to facilitate inspection and testing of the internal components. High powered visual inspection found that the battery insulation liner did not completely insulate the battery, resulting in the battery case making contact with the device case. This resulted in the reported clinical observations. This report contains correction in section h6 impact codes.